Event description:
A healthcare professional (hcp) via the manufacturer representative (rep) reported that multiple impedance tests resulted in high impedances on contact 2 during implant/"normal installation" on date notified. Impedances were tested once the extension was connected to the lead and implantable pulse generator (ipg). The extension was explanted/replaced as a result, resolving the issue. The patient's indication for implant is unknown.

Manufacturer narrative:
Analysis of the extension 3708640 dbs no tunneling tool s/n (B)(4) confirmed the allegation. It was found that the stimulation extension body conductor was broken 2.8cm from the distal end. Circuits 0, 1, 2, and 3 were also low showing impedances ranging from 8.6 to 9.8 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.